Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that the bnc connector on the printer was resting on the input line fuse, ultimately leading to no output coming from the cpu. The power board and fuses were investigated and found to be fully functional. The viewing station of the imaging system cpu was replaced and all loose cables were secured. The imaging system then passed the system checkout and was found to be fully functional. The suspect cpu was returned to the manufacturer for evaluation. Testing found that there was no video signal being received by the viewing station of the imaging system. The graphics card was confirmed to be seated. Due to the no video signal, no patient data removal or virus scan was performed.

Event description:
A medtronic representative reported that, while on-site performing a separate system checkout, a slight smoke smell was observed coming from the viewing station of the imaging system. The representative observed the issue when investigating no video source was observed on the viewing station of the imaging system. No additional information was provided. There was no patient present when this issue was identified.